Event description:
The connection between the hub and the dpu shaft of the cashmere 14 platinum microcoil 5 mm x 12 cm (src14051220/ f51637) was very loose during preparation. It detached when touched. The coil was not used and replaced by new one (details unknown). An sl-10 microcatheter (details unknown) was used.

Manufacturer narrative:
The connection between the hub and the dpu shaft of the cashmere 14 platinum microcoil 5 mm x 12 cm (src14051220/ f51637) was very loose during preparation. It detached when touched. The coil was not used and replaced by new one (details unknown). An sl-10 microcatheter (details unknown) was used. The most likely root cause of the electrical connector being severed from the hypotube was due to external force. No material defects were found to the severed ends. The circumstances of how and where this damage occurred cannot be determined. Based on the information and the analysis, the event ¿luer hub separated-during prep¿ was confirmed and the event ¿dpu-connecting hub incompatibility fit¿ could not be confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: new coil (details unknown); sl-10 microcatheter (details unknown).